Event description:
It was reported that the ¿cartridge put out insulin¿ without user request. Reportedly, it appeared the load fill tubing sequence had initiated without the customer initiating the load sequence. In addition, it was reported that the battery gauge was fluctuating and the pump shutdown unexpectedly. The customer confirmed the pump powered on when plugged into a power source. Prior to the shut down, the insulin gauge was also inaccurate. The customer¿s blood glucose level ranged from 144-145 mg/dl. Additional information was not provided, therefore, the reported events could not be confirmed. Multiple attempts were made by tandem¿s technical support to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.